Event description:
It was reported that after transseptal puncture using the faradrive steerable sheath and during contrast-enhanced pulmonary venography with a multi-purpose catheter, the patient developed st segment elevation. A coronary angiography was performed, the pulmonary arteries were found to be clear, and the st segment elevation was resolved after ten minutes. The physician decided to cancel the procedure. The patient was under general anesthesia. The faradrive is not expected to return as it was disposed. It was further reported that the faradrive sheath lot number is not available. There was no ablation performed as the procedure was canceled. The activated clot time was approximately 330 seconds. The patient ejection fraction (ef) is unavailable. The patient is in stable condition. It was not known if the patient was admitted to the hospital or not. It was not known if the patient suffers from any health issue prior to the procedure that could have led to the adverse event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.